Event description:
It was reported that the patient's vns generator battery was depleted and failed to communicate with the vns programming computer due to battery depletion. The eos condition was an expected event based on the battery estimate (-2.56 years). The vns generator was replaced on (B)(6) 2012 and was returned to the manufacturer on (B)(6) 2013 for product analysis. Product analysis on the vns generator revealed that the generator's battery was depleted but the supply current pulsing was out-of-specification. Analysis indicated that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits.